Manufacturer narrative:
Product analysis: analysis of the programmer noted that the stylus operation was intermittent as a wire in the cable of the stylus was about to break. It was further noted that the floppy disk was difficult to read. The stylus was replaced and calibrated. The floppy drive was replaced. All functions and performance tests were conducted using the test console, and it was confirmed that there were no abnormalities. Operation test was then performed and it was confirmed that the programmer operated normally. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventative maintenance subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.